Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump was unable to verify failed battery test alarm and motor error alarm due to unresponsive buttons. The motor passed motor test. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 78 mg/dl. The customer stated that the buttons are not responding. The customer was asked if he recalls any significants events leading to the keypad issues and he said that no events. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.